Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-02484 / 02486).

Event description:
During an acromioclavicular joint repair procedure the toggleloc button pulled out of the patient's bone. As a result, another hole had to be drilled and another toggleloc button was used to complete the procedure. There was a delay of 90 minutes.